Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had no stimulation since 2010. The patient had moved and lost the programmer which contributed to the issue. A 60 minute trickle charge was attempted three times with no success. The issue was not resolved at the time of the report. Surgical intervention had been planned but not scheduled. The indication for use was complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.